Event description:
During a review of a journal article by dr. Christina otto entitled "blood loss and operative duration using monopolar electrosurgery versus ultrasound scissors for surgical preparation during thoracoscopic ventral spondylodesis: results of a randomized, blinded, controlled trial, published april 2014 in eur spine j. The harmonic ace device was used on patients in group b. The article references: the study was cancelled for three patients (19 group a, 29 group b) because of conversion from thoracoscopic to open surgery. The reasons for this were adhesions in one patient and bleeding/arterial injury in two patients. No information is provided as to which group the patients were in that converted to open surgery or if the bleeding/arterial injury was directly related to the use of the device. There were two saes reported, one in each group. The second sae occurred in a group b patient. The duration of hospitalization was extended due to pulmonary complications (relapsing atelectasis, sero-pneumothorax on the left side). The extended admission was reported as a sae. No information is provided if the pulmonary complications were related to the use of the device. The articles states: there were no serious adverse effects or incidents occurring due to the instruments under investigation.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information asked for not received: were any of the reported complications/serious adverse events related to the use of the harmonic ace? Did the surgeon feel that the device contributed to the injury? Where was the device used in these procedures? Were any issues noticed intraoperatively?